Manufacturer narrative:
There was no patient involvement. Livanova (B)(4 ) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and confirmed the reported issue. He traced the problem back to broken yellow plug on the cardioplegia valve block. The technician replaced the plug and the o-ring. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report stating that the heater-cooler system 3t was leaking water from the ventilation grille during a procedure. There was no patient involvement.